Event description:
Medtronic sprint fidelis ICD lead had to be replaced due to fracture. Transient injury to patient which required therapuetic intervention. Lead was discarded, so lot number is unknown.